Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received a customer complaint where it was reported that during transferring a patient by two assisting staff from bed to bathing trolley with a slide pad, the bathing trolley separated from the bed and a patient fell between the two devices. Patient had an x-ray performed which showed no fracture.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 22 apr 2017 arjohuntleigh received a customer complaint where it was reported that during a patient transfer from bed to arjohuntleigh bathing trolley using a slide pad and with the assistance of two caregivers, the bathing trolley separated from the bed and a patient fell between the two devices. In a result both caregiver and patient were injured. Patient had an x-ray performed which showed no fracture. No injury report was provided by the customer for a caregiver therefore further details about possible medical heath consequences remains unknown. Upon device inspection it was found rust and dirt inside the castor. The inspection revealed that the castors could not lock properly, when locking plate was pressed, it would release when the force was applied on the trolley. According to the technician who performed an evaluation, it was possible that the trolley would move when the locking mechanism was applied. No dents or scratches were identified. Also, mattress was found in food condition. It was stated that user manual was available to the user and that the device is under ajohuntleigh service contract. The last maintenance was performed by arjohuntleigh service on 16 december 2016. Upon device inspection it was found rust and dirt inside the castor. The inspection revealed that the castors could not lock properly, when locking plate was pressed, it would release when the force was applied on the trolley. According to the technician who performed an evaluation, it was possible that the trolley would move when the locking mechanism was applied. No dents or scratches were identified. Also, mattress was found to be in a good working condition. It was stated that user manual was available to the user and that the device is under ajohuntleigh service contract. It needs to be emphasized that concerto/basic shower trolley is intended for bathing and showering hospital or care facility residents under the supervision of trained skilled nursing staff. The product is equipped with 4 castors from which every wheel has a braking mechanism to separately lock the device movement. The instruction for use delivered together with the device (IFU no. 04.ba.05/12gb dated on january 2017) in a detailed way describes how to safely transfer the resident onto or from the device. The following is included: 1. "Warning: to avoid falling during transfer, always make sure that the brakes are applied on all equipment being used." 2. Step by step guide with supporting pictures describing resident transfer onto and from the device with use of several of additional equipment (e.g. Sliding sheet, bed etc.). 3. Preventive maintenance schedule presented in a chart for better visibility, according to which castors shall be checked and cleaned every week. As per product instruction for use castors shall be cleaned with water as "the function can be affected by soap, hair, dust and chemicals from floor cleaning". In the complaint at hand the allegation was that the trolley moved separating from the bed from which patient was transferred and the patient fell between bed and shower trolley. Device inspection revealed rust and dirt inside the castor. Taking that into account it can be stated that most likely dirt and rust found on the castors contributed to the event. Please note that not cleaned castors, as recommended by product instruction for use, may lost its functionality since dust, chemicals from the floor cleaning and other dirt found at the facility site are being gathered by the castors. As per product instruction for use in order to avoid this type of issues, castors shall be cleaned and checked every week. The inspection includes checking if castors are properly fixed and are rolling and swiveling freely. This is the third complaint from the same customer, where dirt and rust on the castors were found, which would suggest that improper cleaning methods are utilized (too harsh cleaning solution may affect the castor with rust) or checking and cleaning of the castor is not performed regularly as indicated in product instruction for use. From the information collected to date, it seems that the failure to follow safety instructions and recommendation included in the device instruction for use was a primary cause of the event occurrence. In summary, the complaint was decided to be reportable as the patient fell from the shower trolley. The device was being used for patient care at the time of the incident. Upon the conducted investigation and shower trolley inspection done by the arjohuntleigh representative, we were able to determine that the user not following safety instructions and recommendations provided in product instruction for use was the cause of the event occurrence. At the time the event occurred the device was not working up to its specification.